Manufacturer narrative:
A 35.5 cm long medial fragment of the lead under complaint was received for analysis. The proximal part as well as the lead tip were missing. In the course of the analysis fibrotic growth was noted on the lead body, particularly on the shock coils. It is assumed, that fibrotic ingrowth affected the pacing impedance and led to a gradual rise up to >2000 ohms as reported in the complaint text and provided with the patient data. The characteristics of the lead position, visible on the provided x-ray images, also corroborate the assumption of an increased ingrowth of the lead. Especially the svc coil demonstrated a close position to the heart wall. X-ray movies for an evaluation of the leads motion were not available. During further analysis signs of wear out of the insulation were noted near the rv shock coil, which most likely resulted from mechanical stress in the implanted state over the relatively long service time of the lead. The shock coils were found deformed. The conductor cables were pulled out of the lumen in the region of the rv shock coil. It is assumed that these damages occurred during the extraction procedure. Due to the fragmented state of the lead and the severe extraction damages, no further analysis was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - this lead pacing impedance was above 2000 ohms on (B)(6). No action was taken and the patient was monitored. On (B)(6) the ICD was explanted due to eri. Then on (B)(6) the physician suspected there was a pocket infection because the incision had not completely closed and the system was removed. During the explantation procedure a laser was used to remove the lead and there was growth on the lead. Insulation damage near the rv shock coil was also observed.